Event description:
Noted that a patient had black dots at prior immunization injection sites. Immunization given today also left black dot. Nursing has noted that several patients have had black dots noted on injection sites. It is not known if the dots will be permanent. Needles pulled and lot returned to manufacturer. Previously syringe problem noted with hub leaking. Nursing commented that needles seem dull and to date black dots appear permanent. The facility is no longer using the vanishpoint retractable needles for immunizations.